Event description:
Report received from USA stating that the device was making noise. The device was not being used during surgery. There was no user or patient injury. However it is unknown if medical intervention occurred or if the noise is hose-related. There was no additional information provided. The date of event is unknown.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).